Event description:
The procedure proceeded routinely with the physician performing mapping (st jude nav-x system) and ablation in the left atrium both using a biosense webster rmt catheter. Due to difficulty in navigation of the magnetic catheter to the right-sided pulmonary veins ( reported transseptal sheath possibly preventing catheter from turning in the corect direction), the primary physician decided to switch to a cryoablation catheter from cryocath. The patient was hemodynamically stable at this time. Approximately 15-30 minutes after removal of the rmt catheter, difficult manual manipulation of the sheath and cryocatheter by an electrophysiology fellow physician was noted with a sudden appearance of the catheter outside the cardiac 3-d map on nav-x. Extracardiac position was confirmed with fluoroscopy and the patient had a hemodynamic deterioration with changes in both heart rate and blood pressure. Emergency measures ensued. Per report, the patient was taken to the operating room for definitive care. Final patient outcome is unknown at this time.

Manufacturer narrative:
The niobe system is not an invasive product and performed as intended. The adverse event that occurred may have been caused by another product used during the procedure.